Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "13) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] 14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 15) when endo electric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do not wet the lead wire and the junction with extension cable. 17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 18) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.] 19) do not wipe catheter surface with organic solvents such as alcohol. 20) do not aspirate urine through drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate. The only 5 cc of water was aspirated by syringe. Although the catheter was left with the syringe connected for 2 days, the balloon was unable to deflate. Eventually, the catheter was removed by percutaneous puncture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. The only 5 cc of water was aspirated by syringe. Although the catheter was left with the syringe connected for 2 days, the balloon was unable to deflate. Eventually, the catheter was removed by percutaneous puncture.